Manufacturer narrative:
The insulin pump was returned with blank display due to moisture damage on the electronic/motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 316 mg/dl. The customer treated with manual injections. The customer stated that her pump quit working a day and a half ago. The customer stated that she jumped into the pool with the pump. The customer stated that the pump went blank immediately after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.